Manufacturer narrative:
Device is a combination product. Describe event or problem updated.

Event description:
Promus premier china registry: it was reported that patient had elevated cardiac troponin I (ctni). In (B)(6) 2018, the patient was referred for cardiac catheterization. Subsequently, the index procedure was performed. The target lesion was located in the proximal left anterior descending (lad) artery extending up to mid lad with 95% stenosis and was 45mm long, with a reference vessel diameter of 4mm. The target lesion was treated with pre-dilatation and placement of a 3mm x 28mm and 4mm x 20mm promus premier drug-eluting stents. Post dilatation was performed with 0% residual stenosis. On the following day, the patient was noted with ctni rise. No action was taken to treat the event. A day after, the patient was discharged on aspirin and clopidogrel. Previously, it was reported that the target lesion was located in the proximal lad and 45mm long. Now, it is reported that the target lesion was located in the proximal left main coronary artery extending to mid lad and 42mm long.

Manufacturer narrative:
Device is a combination product.

Event description:
(B)(6) registry. It was reported that patient had elevated cardiac troponin I (ctni). In (B)(6) 2018, the patient was referred for cardiac catheterization. Subsequently, the index procedure was performed. The target lesion was located in the proximal left anterior descending (lad) artery extending up to mid lad with 95% stenosis and was 45 mm long, with a reference vessel diameter of 4 mm. The target lesion was treated with pre-dilatation and placement of a 3 mm x 28 mm and 4 mm x 20 mm promus premier drug-eluting stents. Post dilatation was performed with 0% residual stenosis. On the following day, the patient was noted with ctni rise. No action was taken to treat the event. A day after, the patient was discharged on aspirin and clopidogrel.